Event description:
The supplemental 1 was created and submitted in error. Please redact the information that was provided as it was erroneous.

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the device was inserted over the guide wire and positioned for deployment. The device could not be deployed even after starting the control deployment procedure. The physician removed the device from the patient and successfully completed the case with another device. No clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (deployment difficulty). (Cause of event is unknown).